Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). On (B)(6) 2017, the fse returned to the customer site to replace the defective 3-way valve. During servicing, the fse found that both leak sensors detected the leak and the valves were also leaking. The fse replaced and tested both 3-way solenoid valves. The controls on assays were in range and the instrument was verified as operational. There was no further action required by fse. The most probable cause for the reported event was a discharge valve sv401 failure.

Event description:
On (B)(6) 2017, the field service engineer (fse) found both 3-way solenoid valves in the substrate and wash leaking in their aia-360 analyzer. The issue was found during servicing of a different issue and fse could not repair the component. Fse ordered the 3-way valve. The component could not be repair and had to be ordered and replaced which resulted in delayed reporting myoglobin and troponin patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.